Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 23rd of september 2016 for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. The fse advised the customer to clean the test cup holder on the turntable. Fse followed back with the customer and the precision was improved but on position 6,13 and 14 still noticing high results. Fse advised the customer to clean those positions with alcohol and hot water and bleach. Customer reported that there were no more imprecision on the calibraors. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due dirty test cup holders on the turntable. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported calibration imprecision on their aia-360 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, fsh, e2, progii and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.